Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pin on the 14v patient cable was confirmed. The patient cable was not returned for analysis; however, visual inspection of the returned hm3 system controller (serial number: (B)(4)) confirmed the broken pin of the patient cable. The returned controller was found to have a pin from the patient cable stuck inside the lemo connector of the controller¿s white power cable. Multiple good faith efforts were sent regarding the lot number of the patient cable and if the cable would be returned to abbott for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records of the patient cable were unable to be reviewed due to no lot number being provided. The power module IFU under precautions section states to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Additionally, the heartmate iii patient handbook section 3 entitled ¿powering the system¿ instructs users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During evaluation of (B)(4) it was found that a connection pin was found stuck within the lemo connector of the white power cable. System controller related MFR#: 2916596-2021-04957. Pump related MFR#: 2916596-2021-04983.